Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced both the na measuring and reference electrodes to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the na measuring and/or reference electrode(s).

Event description:
The customer reported obtaining erroneously low na (sodium) results for less than ten (10) patient samples involving the unicel dxc 800 synchron system. No erroneous results were reported out of the laboratory. The customer indicated that when the issue was noticed, the samples were repeated on an alternate dxc instrument and the results were reported out of the laboratory. Qc (quality control) results were within the laboratory's established ranges on the morning of the event. Qc was not run again until the following day.

Manufacturer narrative:
.